Event description:
The device was returned due to battery terminal distortion and a cassette lock failure. The results of the investigation found that a "high pressure" alarm and a ¿no disposable¿ alarm were recorded in the event log several times. There was no patient involvement.

Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The device's event history log was reviewed, which a "high pressure" alarm and a ¿no disposable¿ alarm. Visual and functional tests were performed. The root cause of the issue (cassette lock failure) was a lack of the component (the cassette lock spring), and a known good one was attached to the cassette lock mechanism to fix it.